Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, he noted glistenings at a postoperative exam. According to the surgeon, the patient experienced "cloudy vision," like a "milk glass." The patient had a visual acuity of 0.3 (20/63). It is unknown if the visual acuity measurement was uncorrected or corrected. Additional information was received from the surgeon who reported that during postoperative exams, the patient's visual acuity changed from 0.3 to 0.5 (20/40) and from 0.5 to 0.7 (20/32). Again, it is unknown if the visual acuity measurements were uncorrected or corrected. The surgeon also reported the patient was still experiencing cloudy vision and the glistenings remained in the lens. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first patient.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported for this lot. The root cause for the reported complaint could not be determined. Additional information has been requested. (B)(4).